Event description:
It was reported that pa tried to remove the bone screw without removing clamp which caused the tips from two of the screws to break. It is unknown if fragments fell in the patient's wound. No surgical delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events. This failure mode is identified within the risk assessment. The navio surgical technique for tka released at the time of the complaint provides detailed instructions for placing the bone pins and tracker arrays. Rigid fixation of the femur and tibia tracking arrays into the bone is critical for a successful navio surgical system tka surgery. The surgical technique guide cautions "do not clamp tracking hardware onto the bone pin threads as this could damage the threads. Pages 7-8 of the surgical technique guide provides detailed information on tibia tracker array placement and bone pin insertion and removal. The surgical technique guide states: "warning: be sure to place the proximal bone pin as directed. If placed too close to the tibial plateau, it may interfere with placement of the tibial implant component, causing damage to the bone pin and possible patient harm". Factors that could have contributed to the reported event include the user allowing the weight of the drill to fall as it is attached to the pin, if the bone pin is held rigidly in place during removal, or if the patient's bone is harder than normal. Per complaint details, this was a procedural variance as the event was reported, which does not represent a device malfunction.